Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Patient was revised to address leg length discrepancy. The cup was also reported to be possibly loose. Update litigation papers allege patient suffered severe pain and has toxic levels of cobalt and chromium in her body. Update in addition to what were previously alleged, ppf alleges loosening of cup and infection. Doi: (B)(6) 2008, dor: (B)(6) 2011, (left hip).